Event description:
Initially it was reported that during attempt to implant the first stent from a trabecular microbypass stent system, two (2) stents (of three (3) stents) deployed simultaneously. The report noted that the third stent was not implanted. Through follow-up, the following information was received. Per report, the first stent was implanted successfully in the patient's right eye (od), however the second stent remained in the anterior chamber (ac). Reportedly, the surgeon attempted to remove the second stent from the (ac), but was unsuccessful. The report noted that a back-up device was not used to implant additional stents, and the patient has one (1) stent implanted with the second stent remaining in the (ac). The report also noted that surgical technique contributed to the event.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The reported event (malpositioned stent) is an established risk associated with use of the device, which is clearly specified documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).